Manufacturer narrative:
Eval results: eval of the returned alarm did not confirm the reported issue. The alarm powers on the batteries. However, the alarm does not sound when the pull magnet is detached from the magnet plate or when the sensor is unplugged from the alarm. The alarm was opened up and the speaker was tested and found to be non-functioning. There are scuff marks on the alarm case and the warning label is not legible. The alarm has been in use for over four years. (B)(4).

Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply. Customer reported the issue was discovered during set up but could not provide the date of event. No pt incident or injury was reported.